Event description:
The pt underwent implantation of a neurostimulation system in 1991 for failed back surgery syndrome. The ipg has been replaced and the lead with extension was replaced in 2001. During explant of the first lead, the extension shredded upon pulling it through the tunnel during explant. The connector to the lead and a portion of silicone were retained in the pt. The hcp stated the pt has had no complaints related to the portion of the extension remaining in the pt. The pt is doing well with the new lead and extension.